Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with an accumulation of serous fluid near the site of implant. The fluid was drained and noted to be clear in appearance; there was no sign of suspicion of infection. No additional adverse patient effects were reported. This system remains in service.